Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the air/water cylinder and channel since the reprocessing was not conducted properly due to leakage from up/down angulation control knob and scope body. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope for annual inspection and maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material in the air/water tube. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to damage on the up/down knob and a crack on the scope body, the bending angle in the down direction did not meet the standard value due to wear of the angle wire, and the bending section cover adhesive was detached. This event is under investigation. A supplemental report will be submitted upon receiving additional information.